Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 440 mg/dl. Current blood glucose was 221 mg/dl. Customer had nausea, difficulty in breathing result of high blood glucose. Cannula was bent. It was unknown that customer use auto mode feature at the time of high blood glucose event. Insulin pump had open book image on the screen. No further patient complications were reported. Troubleshooting was performed and the customer will continue use of the device.

Manufacturer narrative:
Retainer clear. Customer returned insulin pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2022. Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected critical pump error alarm noted. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarms (B)(6) 2022 19:29:18:000 pm with variable 15. Pump error 63 alarm due to hardware issue. Device received with moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack electric board 1, electric board 2, and motor. Force sensor zero offset within specification 22.6milivolt. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked case at battery tube side and fading serial number label. Critical pump error (open book image) alarm confirmed due pump error 63 alarms. Pump error 63 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version unknown, retainer = clear, customer returned pump for an alleged critical pump error (open book image) alarm found on 02/19/2022. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected critical pump error alarm noted. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarms 02/19/2022 19:29:18:000 pm with variable 21. Pump error 63 alarm due to hardware issue. Unit received with moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. Force sensor zero offset within specification 22.6mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked case at battery tube side and fading serial number label. Critical pump error (open book image) alarm confirmed due pump error 63 alarms. Pump error 63 alarm due to hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in e3 and h8 section.

Event description:
The device was returned for analysis.